Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was post-paced t-wave oversensing noted on the device. No intervention was performed to resolve the event and the patient was in stable condition. Further information was requested but none was received.

Event description:
New information was received that some additional episodes of post-paced t-wave oversensing were noted on the device. The device was reprogrammed to resolve the event and the patient was in stable condition.